Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented to the hospital with chest discomfort across the upper chest on inspiration, increase in atrial capture threshold was observed. The discomfort started around two weeks ago. No other symptoms were reported. Moderate pericardial effusion was noted. Chest x-ray doesn't show any change in lead position. No intervention was performed. Patient was stable and will be followed-up in clinic in few weeks.